Event description:
Report received pump rotor study showed pump stopped working. Device returned for analysis. Compounded baclofen used in pump. Follow-up with hcp revealed patient has experienced profuse sweating, was miserable and had not been sleeping for days. A catheter problem was suspected initially. When testing was complete the rotor was found to be stalled. Pump replaced.